Event description:
It was reported that signal loss over one hour occurred for the g6 receiver with the serial number (B)(6). However, data for the g6 ios application was provided for evaluation with the serial number (B)(6). The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).